Manufacturer narrative:
Initial reporter occupation was lay user/patient. Unique device identifier (UDI) (B)(4). The suspected products were requested to be returned for investigation, however, the strips were no longer available to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received a report of a questionable result obtained on a coaguchek xs-pro meter serial number (B)(4) compared to a laboratory result. The laboratory utilized a siemens ca 660 analyzer with dade innovin reagent. The customer ran a correlation study of approximately 25 patients measuring inr and pt on the meter compared to the laboratory. For one patient, the sec results for the meter compared to the laboratory were discrepant. The exact date and time of the tests were unknown but occurred between (B)(6) 2020. The meter result was 27.2 secs. The laboratory result was 20.5 secs., completed less than 4hrs apart.